Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 342 was confirmed through the event history log as a system error 345. A system error 345 was reproduced during evaluation. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum infusion pump device it experienced a system error 342 (sharp cam error) alarm. There was no patient involvement. No additional information is available.